Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. We are also unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The customer was swimming when the pod fell off and cannula dislodged from the infusion site. It was also noted that the cannula was bent. The patient administered an insulin injection to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Inspection of the cannula assembly did not find any issues that would result in the cannula becoming dislodged from the insertion site or high blood glucose levels. It could not be conclusively determined if the cannula dislodged from the infusion site.